Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 38 mg/dl. It was stated that the customer may have over bolused due to the glucose meter giving false readings. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was advised by her doctor to only use the insulin pump for the basal rates for now. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.